Event description:
Endopouch retriever being used by surgeon on a laparoscopic cholecystectomy case to retrieve the gallbladder. After the device was inserted in the patient, it was opened and discovered to have a perforation across the bottom of the bag. The device was removed and a new one was obtained to complete the surgery. No harm to patient/staff. When staff had opened the device, it appeared intact--the packaging was whole and the device appeared to be without defect. It was only when the device was opened inside the patient that the hole was apparent. The device was not saved - only the packaging.